Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded a code#1003 indicative of battery voltage too low for the projected remaining capacity and is a part of the low voltage capacitor advisory, initially communicated on (B)(6), 2013. Beeping tones from the device were reported. A device replacement was scheduled. Data review from the patient's monitoring system was requested. Data was reviewed by boston scientific's in-house engineering who confirmed that a low voltage alert was declared in (B)(6) 2014. The voltage was at 3.021 volts and therapy delivery remained unaffected. The device hardware was not detecting the loss of battery energy. Because of this, the battery status indicators were not reflecting the depletion condition and were inaccurate. Using historical daily battery voltage measurement data, in-house engineering estimated daily device power fluctuations. The power appeared steady. The data indicated with that there was sufficient reserve for the device to maintain normal therapy functions for 28 days' time. Additional information received indicating that this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon return to boston scientific, detailed analysis will be performed to determine root cause.